Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jan-2023 h6: investigation summary customer returned (1) 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 2097785. Customer states that the safetyglide white push handle and clear latch base are detached from the syringe and the safety mechanism cannot be activated. The returned syringe was examined and exhibited the shield/safety mechanism separated from the rest of the syringe. A review of the device history record was completed for batch# 2097785. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. There were no quality notifications or dispatches that pertained to the complaint, therefore, not root cause can be determined.

Event description:
It was reported that the bd safetyglide¿ insulin syringe push handle and base had broken off and the safety mechanism could not be activated during use. The following information was provided by the initial reporter, translated from chinese: "the needle is clean and the nurse prepares to perform the draw and remove the needle cap, safetyglide white push handle and clear latch base are detached from the syringe and the safety mechanism cannot be activated".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe push handle and base had broken off and the safety mechanism could not be activated during use. The following information was provided by the initial reporter, translated from chinese: "the needle is clean and the nurse prepares to perform the draw and remove the needle cap, safetyglide white push handle and clear latch base are detached from the syringe and the safety mechanism cannot be activated".